Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2014 and remained in fault mode until (B)(6) 2014, when an increase in voltage would suggest a further pad-pak was installed, the device passed a self-test. The device records multiple manual power ons mainly of ten minutes duration between the (B)(6) 2014 and the last log entry on the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.